Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the bdj investigation team: "1 defect sample was returned. Bdj found that the np needle was broken."

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the bdj investigation team: "1 defect sample was returned. Bdj found that the np needle was broken."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.